Event description:
The customer reported that the insulin pump was beeping and vibrating and a portion of the display went away. The customer stated that no alarm was returned, but the beeping could not be stopped. Customer stated that the beeping was a constant tone. During troubleshooting, the customer stated that the insulin pump turned off and would not turn back on. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant watch dog alarm and blank display during boot up due to moisture damage on all electronic assemblies noted. Unable to perform pump self test, displacement test, operating currents meas. And off no power test due to watch dog alarm and blank display. Unable to verify vibrator anomalies and partial display anomaly due to blank display and watch dog alarm. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.